Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg migrated and the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.